Event description:
The customer reported that a yellow non invasive blood pressure (nbp) alarm occurred at the mp50 bedside monitor but did not appear at the information center. No patient harm was reported.